Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. The date received by manufacturer has been used for this field. Address information was not provided; therefore, il was used as the state.

Event description:
Today a primary IV set came apart below the plastic slide clamp. Materials is aware and the medline rep is in house today. This happened yesterday with a blood tubing set. Both are bd. Poor product sewing: (I. E. Vial, syringe, bag) manufacturer product quality issue. (B)(6).